Event description:
Same case as manufacturer's report #: 6000093-2007-00386. It was reported that during a ptca procedure, a procedure, a dissection occurred. The lesions being treated were located in the diffusely diseased, 80% stenosed left anterior descending (lad) artery and diffusely diseased diagonal artery. Following deployment of 2 taxus drug eluting stents in the mid lad, there was no flow into the diagonal artery. A pt2 guidewire was used to cross the diagonal artery, and a 2.5x9mm maverick balloon was then inflated to 10atms for 15 secs. Flow was re-established into the diagonal artery, however, a dissection was noted mid diagonal. The maverick balloon was removed and a 2.5x23mm taxus drug eluting stent was placed to cover the dissection. The procedure continued with a taxus drug eluting stent being placed in the lad. Results were good, with 0% stenosis in both the diagonal and lad and timi iii flow. The pt was reported to have "tolerated the procedure well."

Manufacturer narrative:
The device history record was reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release. The investigation conducted could not establish the cause of failure for the reported complaint. The incident device was not returned for analysis. Although the pt2 guidewire was involved in the reported incident, there was no known issue with the guidewire reported.